Event description:
It was reported that customer experienced pump malfunction, but no specific details were provided. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was returned for evaluation, testing showed pump started, charged, and was recognized by computer with past malfunction events noted in february, and customer received replacement pump from distributor while further analysis of returned device was pending.